Event description:
It was reported via voluntary medwatch report #: (B)(4) that the pt was admitted to ICU (intensive care unit) for "unexplained loss of consciousness" that occurred in the hosp while there to exchange a baclofen pump. The pain mgmt hcp "felt that it could possibly be due to the pump malfunctioning and administering large bolus doses of baclofen." The pump readout indicated that baclofen 4000 mcg/ml (compounded) was being delivered. The pump was replaced. It was later reported that the reason for the device removal was the pt was "showing no relief" and experienced increased spasms. Treatment/troubleshooting indicated side port dye study and "change of drug" prior to pump replacement. Final outcome was not reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.